Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A surgeon reported that six weeks following an intraocular lens (iol) implant procedure, opacity of the lens was noted during a vitrectomy. While removing the lens, the surgeon scratched the posterior surface. The patient was treated with oil and an angiogenesis inhibitor during the vitrectomy. Additional information was received that the patient was left aphakic. Additional information has been reported.